Manufacturer narrative:
Gehc recommended to the hospital to disconnect and reseat the cables from the anesthesia control board to the display connector board and from the display connector board to the display.

Event description:
The hospital reported that, during a case, the unit indicated a system malfunction. The clinician reportedly switched to alternate oxygen to complete the case. There was no reported patient injury.